Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a broken occluder leg beneath the twist clamp causing a leak through a closed twist clamp was observed. The reported condition was verified. The cause of the broken occluder feet could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach that can damage the transfer set during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid flow with the twist clamp of the minicap transfer set closed. This occurred during use of the device for peritoneal dialysis therapy. The patient used a blue clamp to hold the tubing and continued to use the set for two days before going to the hospital for a transfer set replacement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.